Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure for therapeutic using the subject device, the blue dye was found outside this device (onto the buttocks of the patient and on the sterile gauze). In addition, the user facility reported that the methylene blue was used in the previous procedure using this device, after that this device was proper reprocessed using an olympus automated endoscope reprocessor model etd3 plus(not available in the USA). There was no report of the patient injury and infection associated with this report.